Event description:
According to the reporter, during a laparoscopic bowel resection procedure, while stapling the bowel, the device partially fired, and staples fell into patient cavity. The open staples were retrieved in bowel, and another stapler was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.